Event description:
Reference number (B)(4). Event occurred in greece. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for one day. No further information available.